Event description:
When a gas blender module was being installed, it could not be calibrated. No patient injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.